Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the patient's intracranial hemorrhage could not be conclusively determined. The instructions for use lists bleeding, stroke and death as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to an intracranial hemorrhage. Additional information was requested but was not provided.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.